Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. Based on the information provided, it was reported the patient underwent additional surgery to repair the hernia defect and remove the ventralex hernia mesh. Hernia recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. It was further alleged that the mesh tore, without the sample returned for evaluation an assessment into the allegation of torn mesh could not be made. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned to manufacturer.

Event description:
The following was reported to davol by the patient's attorney: on (B)(6) 2008 - the patient underwent surgery for repair of a ventral hernia, a ventralex hernia mesh was implanted to repair the hernia defect. On (B)(6) 2016 - the patient underwent an additional surgery to repair the hernia defect and remove the ventralex hernia mesh which was allegedly defective, failed, tore and caused damage to her internal organs. The attorney alleges the patient has suffered and will continue to suffer pain and was injured severely and permanently.

Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. Based on the information provided, it was reported the patient underwent additional surgery to repair the hernia defect and remove the ventralex hernia mesh. Hernia recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. It was further alleged that the mesh tore, without the sample returned for evaluation an assessment into the allegation of torn mesh could not be made. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information provided, there is no change to the initial determination, no conclusion can be made. Per the medical records review, about 7 years 11 months post implant of ventralex mesh patient was diagnosed with hernia recurrence, adhesions and abdominal pain thereby underwent repair with the removal of the mesh. The instructions-for-use supplied with the device list adhesions as a possible complication. Review of manufacturing records confirms product was manufactured to specification. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Event description:
The following was reported to davol by the patient's attorney: (B)(6) 2008 - the patient underwent surgery for repair of a ventral hernia, a ventralex hernia mesh was implanted to repair the hernia defect. (B)(6) 2016 - the patient underwent an additional surgery to repair the hernia defect and remove the ventralex hernia mesh which was allegedly defective, failed, tore and caused damage to her internal organs. The attorney alleges the patient has suffered and will continue to suffer pain and was injured severely and permanently. Addendum per additional information provided: (B)(6) 2008 - patient was diagnosed with ventral hernia thereby underwent open repair with the implant of ventralex mesh (device #1). Per operative notes, "the hernia sac was opened and elected to repair the fascial defect with a ventralex mesh (device #1). The mesh was placed with ptfe side towards the abdominal viscera and secured the polypropylene surface to the undersurface of the abdominal wall using tacker.". (B)(6) 2008 and (B)(6) 2016 - patient frequently visited hospital for abdominal pain and underwent colonoscopy, upper gi endoscopy and hysteroscopy. (B)(6) 2016 - patient was diagnosed with pelvic pain, recurrent ventral hernia thereby underwent bilateral salpingectomy and laparoscopic repair with the implant of ventralight st w/ echo ps (device #2) along with the removal of ventralex mesh (device #1). Per operative notes, "there were some adhesions to the midline through the old piece of mesh (device #1) and these were lysed. The hernia occurred just above the mesh (device #1) and the entire mesh was cut down off the abdominal wall. The facial defects were repaired by placing a round piece of ventralight st w/ echo mesh (device #2) and tacked to the undersurface of the abdominal wall.". Attorney alleges that patient had hernia recurrence, adhesions, abdominal pain, bloating and emotional injuries.